Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that the lh 750 instrument was failing retic background. Customer found a disconnected tube that was causing a leak at pm6 and attempted to reconnect the tubing but could not reach it. Customer was wearing personal protective equipment. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the tubing had come off at pump (pm) 6. Pm6 is the pump for the retic clearing solution. Fse replaced tubing and cleaned the spill. There was no further evidence of leaking. Repairs were verified as per established procedures, and results met published performance specifications.